Event description:
On (B)(6) 2025, a patient (pt) reported complaints of burning, eye dryness and ¿got ulcers in my right eye (od)¿ while wearing the acuvue® oasys® brand contact lens (cl). The pt stopped wearing the cls for a few days and ¿that would go away.¿ the pt reported that the cls are ¿not maintaining moisture even when re-wetting drops were applied.¿ the pt also reported light sensitivity and glare at night while drivingand ¿after removal of a few hours the minor symptoms would subside.¿ on (B)(6) 2025, the pt provided additional information. The pt reported developing dry eye, sensitivity to light, glare, burning, and ¿red and goopy¿ eyes. The pt went to an eye care professional (ecp) at the ¿beginning of the year¿ who advised ¿there could be an ulcer¿ in the od. The pt was prescribed an unknown antibiotic eye drop to use 2 to 3 times a day for 7 days. The pt ¿thinks only used it twice a day because the drops burned¿ the eye. The pt advised that the od cleared up (date not provided). On (B)(6) 2025, a call was placed to the pt¿s treating ecp for additional medical information, but nothing additional was provided. On (B)(6) 2025 the pt was requested to sign a medical release with the treating ecp office for additional information. No additional medical information has been received. No additional information is expected. The date of the pt¿s event is being reported as (B)(6) 2025 as the exact event date is unknown. The pts od corneal ulcer event will be submitted as worst-case as it was not possible to verify the pt¿s diagnosis and treatment. The suspect od lot number is unknown. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.